Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. Fa was able to confirm issue via logs and reproduce the reported complaint in-house. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where it passed. The usm was then installed onto a psc fixture test platform (pftp) where direction test was found to be failing on the axes controller arm (aca) printed circuit assembly (pca) prompting error 32101 replicating the reported event. Once testing was completed, the aca was aba was tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the usm to resolve the issue with errors. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the system reflected error 32100 pointing to the universal surgical manipulator (usm4). The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed a recoverable 32101 error in the logs, pointing to usm4. The isi tse recommended the customer hard power cycle the system and if the issues persist to deactivate usm4. There was no report of patient harm. Isi contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the customer managed to start and complete the procedure by connecting the patient side card (psc) of another system. The surgery was completed with 4 arms with no delay.